Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose and has had a couple of ambulance visits in the last 2 years. The customer's blood glucose reading was unknown at the time of incident. The customer declined troubleshooting. No further details given.